Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, noise was observed on the ventricular channel and the ventricular output was high. Preliminary analysis revealed that the ventricular noise most probably resulted from a ventricular lead issue.

Manufacturer narrative:
E1 (establishment name) updated.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, noise was observed on the ventricular channel and the ventricular output was high. Preliminary analysis revealed that the ventricular noise most probably resulted from a ventricular lead issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, noise was observed on the ventricular channel and the ventricular output was high. Preliminary analysis revealed that the ventricular noise most probably resulted from a ventricular lead issue.